Event description:
It was reported that "the balloon is placed in the designated position and begins to inflate for use. It is found that the balloon opens incompletely and the balloon does not inflate immediately". As a result, the iab is removed and a 2nd iab is inserted in the same insertion site. No report of patient harm or injury.

Manufacturer narrative:
Qn#(B)(4). The reported complaint that the "balloon opens incompletely and the balloon does not inflate immediately" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon is placed in the designated position and begins to inflate for use. It is found that the balloon opens incompletely and the balloon does not inflate immediately". As a result, the iab is removed and a 2nd iab is inserted in the same insertion site. No report of patient harm or injury.

Manufacturer narrative:
(B)(4).